Event description:
Additional information received reported that the hcp the manufacturer had on file no longer sees the patient for refills, they had not seen the patient since (B)(6) 2011.

Event description:
It was reported that the pump alarm had gone off on (B)(6). At the time of report, telemetry had not yet been performed, but it was indicated that the patient had not been able to attend his previous refill appointment. It was stated that the patient had been in a hospital on (B)(6), when the appointment was to take place. The patient had reportedly been told that he would have thirty days after the low-reservoir alarm went off to get the pump refilled. It was stated that the patient intended to see his healthcare provider (hcp) on the following day, but the hcp had wanted to see him on the day of report. The device system was used to deliver baclofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).